Event description:
During follow-up, automatic mode switching (ams) due to oversensing was noted. Reprograming was performed to resolve the issue. The patient was in stable condition. Manufacturer report number: 2017865-2018-14758.